Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was not possible to communicate with two different programmers and that the magnet stimulation rate was one hundred beats per minute. The device is suspected to have had a bit flip. The device remains in use and is planned to be restored via a mgr (manual guided reset). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is in the same family to a device marketed in the u.s. (B)(4).

Event description:
It was further reported that the mgr (manual guided reset) was not able to be performed as the pti (patient interrogation) did not detect the device.